Event description:
The patient presented to the hospital for surgery on (B)(6) 2013 of "removal of femoral nail left leg with irrigation and debridement and placement of osteoset pellets." The patient had the femoral nail originally placed at the hospital on (B)(6) 2008. The patient reported for past two years he has had draining from his left hip, going back and forth in closing up and opening up. He had the device placed in 2008 in his left femur related to severe auto accident. The surgeon felt the rod was clearly loose with concerns of osteomyelitis with some nidus. The patient decided for removal of the implant. His diagnosis was "infection, osteomyelitis three yrs out after an intramedullary nail surgery." On (B)(6) 2013, he had the procedure performed. Operating report indicated the patient tolerated the procedure well. Cultures were taken (no growth) and began vancomycin antibiotics. Osteoset 50cc that was made beads were impregnated with tobramycin and vancomycin in each. No complications were reported in removal of the femoral nail and screws. Reference manufacturer report # 1719045-2013-01578.